Manufacturer narrative:
Related patient identifiers: (B)(6) corresponds to the first positive culture test that occurred on (B)(6) 2022; (B)(6) corresponds to the second positive culture test that occurred on (B)(6) 2022; (B)(6) corresponds to the third positive culture test that occurred on (B)(6) 2022. To date, the device has not been returned to olympus for evaluation. It has been speculated by the customer that the bacteria was detected as the culture test was performed using the centrifugal method. In addition, it was carried out the next day after cleaning and disinfection, and it may have occurred during the drying process. The methods used by the customer (cleaning, disinfection, collection, culture test method) have not changed. From pre-cleaning to cleaning and disinfection with a washing machine (oer-3), it was performed according to the instruction manual. The customer provided the culture test manual used onsite. The customer speculates there may be an issue with the endoscope line. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope tested positive for microorganisms on three (3) separate dates. Culture tests have been performed for a while but this was the first time bacteria had been detected. The subject device was reportedly sent back to the floor and used on patients in between the different testing dates as there were no alternative scopes to use. According to the customer, the scope tested positive for 70 colony forming units (cfus) of the serratia species on the forceps elevator channel on the first culture test. The device tested positive for 17 cfus of the serratia species on the suction duct, 10 cfus of achromobacter species on the suction channel, 90 cfus of the serratia species on air/water channel, 30 cfus of the achromobacter species on the air/water channel, 12 cfus of the serratia species on the forceps evaluator channel and 5 cfus of the achromobacter species on the forceps elevator channel on the second culture test. The device tested positive for the 100 cfus of the achromobacter species on the suction channel, 5 cfus of pseudomonas aeruginosa on the suction channel and 1 cfus of the serratia species on the air/water channel. Although no harm or patient infections were reported regarding this event, it is unknown whether or not there were any specific health hazards. According to the customer, there were no plans to conduct blood tests on any patients that may have used the subject device during this time period.

Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation and applicable corrections. The device was returned to olympus for evaluation and following malfunctions were identified. There were scratches on the objective lens, the curved rubber joints were chipped, cracked and floating, there was corrosion on the inside of the control body, there was insufficient angle, there was angle play, dive flare (in the image) and there was a pin hole in the rubber. If additional information becomes available at a later date, this report will be supplemented.

Event description:
Additional information was obtained regarding this event. There were 15 cases that were performed between aug 1, 2022, when bacteria was first detected on the scope, and the time the scope was discontinued (aug 25, 2022). From aug.1 to aug.15: 10 cases. From aug.15 to aug.18: 2 cases. From aug.19 to aug.25: 3 cases. No patients were reported as being infected as a result of using this scope.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, refer to b5.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s final investigation and clarification regarding the multiple events reported (refer to h10). Clarification regarding additional events. Reports were initiated to address the additional events of which the device was used on patients. The procedure for patient #1 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #2 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #3 is being reported on the medwatch with patient identifier c23069135. The procedure for patient #4 is being reported on the medwatch with patient identifier c23069669. The procedure for patient #5 is being reported on the medwatch with patient identifier c23069703. The procedure for patient #7 is being reported on the medwatch with patient identifier c23069744. The procedure for patient #8 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #9 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #10 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #11 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #12 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #13 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #14 is being reported on the medwatch with patient identifier (B)(6). The procedure for patient #15 is being reported on the medwatch with patient identifier (B)(6). The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the possibility of the reprocessing being insufficient due to physical damage could not be ruled out. The causal relationship between equipment damage and the event is also unknown. A definitive root cause could not be identified. The instruction manual of the subject device, gf-uct260, describes how to reprocess in the following chapters. Chapter 6 compatible reprocessing methods. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.